Event description:
The pt had an indwelling right greater saphenous venous peripherally inserted central venous catheter for central venous access. The pt underwent an attempted catheter exchange in 2003 with apparent retention of the catheter within the intravascular system. Two cutdowns performed without removal of catheter. Eventually pt taken to interventional radiology for catheter removal.